Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that there were two similar complaints reported for the reported failure mode and serial number. The historical data was analyzed and escalation was not required for the reported failure mode and serial number. Trend analysis: (4110) the overall 24 month product complaint trend data for the period may-2019 through apr-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and enter the unit in engineering mode to view the event log, during checking of the related functions, it was reported that the test was normal. Furthermore, the fse disassembled the upper cover to confirm the internal pipeline and found water vapor in the pipeline. The fse performed autofill test, the value was normal. The fse switched the solenoid valve to check the relevant pressure, and the value of x1 was high. The fse estimated that the motor is due to a poor aging efficiency and long time after operation. In addition, the fse stated that autofill failure and environmental factors make the internal pipeline easy to accumulate water. After cleaning, the unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during check, before use, the cs100 intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement, and no adverse event reported.